Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the extender (part number 03.611.059, lot number 566894h06) and the ratchet t-handle (part number 03.620.005, lot number 6647822). The subject device was returned with the complaint condition stating returned extender was received stuck in the returned t-handle, which confirmed the complaint condition. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. The returned extender (03.611.059, 566894h06) was manufactured on august 10, 2006 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The returned ratchet t-handle (03.620.005, 6647822) was manufactured on july 06, 2011 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No non-conformance records or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is possible that rough handling, off-axis loading, and/or use of excessive force could have damaged the t-handle coupling¿s inner mechanism and/or damaged the mating area of the extender shaft which in turn is preventing the extender from being disconnected from the t-handle coupling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history record review for part #03.620.005, lot #6647822. Release to warehouse date: (B)(6) 2011. Supplier: (B)(4). No non conformance reports were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the extender and the ratchet t-handle are stuck together. This was discovered in sterile processing. No patient or case involvement reported. This is report 2 of 2 for (B)(4).